Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis. A gore® introducer sheath with silicone pinch valve (ts2230/7749249) was inserted from the patient's left femoral artery. It was reported that a strong resistance was felt at the iliac bifurcation. The delivery catheter of the tag® device was advanced outside the sheath and implanted at the intended position. After the withdrawal of the catheter and the sheath, the angiography showed a dissection of the left external iliac artery (leia). A metallic stent (manufacturer unknown) was implanted in the leia to treat the dissection. The patient tolerated the procedure.